Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an unexpected receiver occured. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported unexpected receiver shutdown could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and passed. The receiver failed to charge and reboot due to the receiver not turning on. The battery was replaced with a known good battery and the receiver turned on. The log was downloaded and reviewed finding an error related to the complaint. The receiver case was opened, the internal inspection failed due to a damaged battery. The allegation was confirmed. The root cause was determined to be a damaged battery.